Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched lens, worn uso (upstream occlusion) seal, peeling dso (downstream occlusion) seal, and damaged battery door. Performed functional testing. Customer's reported problem, latch is loose and not working, was verified by functional testing. The cause is an inoperable latch lock. Latch lock was replaced to correct the issue. Cadd solis device passed all functional tests after the repair. Dso seal, uso seal, lcd lens, and battery door were also replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch was loose and not working. There was no patient involvement, and no patient harm/adverse event reported.